Event description:
Attorney reported: in 2004 - the patient underwent hernia repair with placement of a recalled composix kugel mesh patch. In 2005 - the patient underwent hernia repair with placement of a non-recalled composix kugel mesh patch. In 2008 - the patient presented to the ER with severe abdominal pain. The patient underwent surgery to remove the mesh at that time. Note: the report does not specify if one or both mesh patches were removed. It is inferred to be that both mesh patches were removed at that time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Information related to the composix kugel mesh implanted in 2004 will be reported in accordance with rae.